Event description:
It was reported that during the implant procedure, there was apparent damage to the 4194-88 lead during slitting and the 4196-88 lead would not remain in position and dislodged. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor distorted. Upon inspection, it was noted that the proximal conductor of the lead was distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process. Upon analysis, it was reported that there were no anomalies found, there was blood in/on the and distal conductor (non-obstructing).